Event description:
Early dose delivery reported. The pump was set to deliver ancef 2g in 31.5ml over 15 minutes, 3 doses every 8 hrs, 100cc total, 31.5ml/dose, with a keep vein open rate of 0.2ml/hr. The home pt was to have his next dose at 2000. When the pt hung a new bag at 1300, the pump gave the dose at that time. No pt harm reported. No pump alarms reported at this time. The agency swapped out the pump as soon as the problem was reported.